Event description:
During preparation for use and during use of the device for a cardiopulmonary bypass procedure, the user observed that the gas delivery module repeatedly displayed the message "calibrate o2 analyzer". Manual control of gas flow and concentration remained available through local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The voltage readings of the o2 sensor within the gas module did not meet specified values, due to expiration of the consumable electrolyte within the sensor.